Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented with weakness and hematuria. A ramp test showed no evidence of decompression of the left ventricle. The patient's lactate dehydrogenase (ldh) was greater than 2000 u/l; the patient's baseline ldh was 500 u/l. It was reported that a CT scan of the head was performed as the patient presented with weakness; the scan revealed a cerebrovascular accident (cerebral). A heparin infusion was started with an activated partial thromboplastin time (aptt) goal of 80-90sec. The patent's international normalized ratio (inr) was reported to be "usually therapeutic." However, the patient had presented with an inr of 1.5, though it had been at 2.1 before admission. The patient underwent a pump exchange due to suspected pump thrombosis. No additional information was received.

Manufacturer narrative:
Approximate age of device - 1 year and 1 month. Device evaluation: the report of suspected thrombus could not be confirmed, and no device-related issues were identified during the evaluation of the device. The device was returned assembled with the driveline (dl) cut approximately 1¿ from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow elbow was returned attached to the pump¿s outlet port; however, the remainder of the sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft bend relief collar) was not returned. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device revealed no evidence of adhered depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records showed no deviations from manufacturing or qa specifications. A correlation between the device and the patient¿s elevated ldh, hematuria and cerebral vascular accident could not be determined. The instructions for use lists hemolysis and stroke as potential adverse events associated with use of the heartmate ii lvas. The manufacturer is closing its file on this event. Placeholder.